Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal site of fusion zone at the bevel edge; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, fiber not recognized error message occurred with both the first and second fibers. The procedure was completed using a third fiber. There was ¿no injury to patient¿ reported. This report is for the second fiber used.